Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and found that the host pc had a failure in hdd bay 1. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device corrective action (z-1151-2024). To resolve the issue, fse replaced the host pc, hdd and reset the nic configuration. The defective host pc was returned to philips for failure analysis. The analysis confirmed the failure of host pc. Additionally, it was also identified the main pba failure, unit was not booting up. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.